Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 260 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had a corroded motor home switch. The pump had moisture damage on the vibrator motor assembly and all electronic assemblies. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.